Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number for all involved sutures used in this event. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. Post-operatively, the abdominal wall was closed using a simple continuous suture pattern, with one additional simple interrupted suture on midline. The patient returned to the clinic on (B)(6) 2021 for linea dehiscence, with herniation of intra-abdominal fat. Surgical repair performed on (B)(6) 2021 - it was noted that the suture material was completely fragmented into multiple pieces along the linea. The skin incision itself was intact and looked completely normal. The patient recovered well after her hernia repair. No adverse patient consequences were reported. Additional information was requested.